Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power enclosure was malfunctioning with loss of power on the output side of part. The part was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure has been returned to the manufacturer, however analysis has not yet been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure by a field service engineer (fse) that the x-ray was disabled on the system. The fse determined that it was the power conversion board, as there was no power on the outbound side of it. There was no patient present.

Manufacturer narrative:
Additional information: facility where this issue occurred provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The power conversion enclosure failed bench testing. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.